Event description:
Customer reported that he had high blood glucose of 600 mg/dl due to his insulin pump did not delivered the insulin. Customer stated that he kept delivering insulin, but the insulin pump alarmed sensor error. Customer stated that there are readings missing from the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.